Event description:
Provider spoke to (B)(6) in customer service ext 7970 to advise that both side wheel locks and t arms are interfering with each other.

Manufacturer narrative:
Follow up to be sent if additional information is received.